Manufacturer narrative:
This investigation is in process. If additional information is received, a supplemental report will be filed accordingly.

Event description:
It was reported that a patient had an alleged infection. The patient is currently implanted with an eleos distal femur and an eleos distal femur axial pin. The patient received a washout procedure on (B)(6) 2024 in effort to eliminate the infection. No devices were removed or replaced during this procedure. This event will be reportable to the FDA as a serious injury due to the surgical intervention. This record captures the eleos distal femur.

Manufacturer narrative:
It was reported that a patient implanted with eleos devices and patient specific devices had an alleged infection and received a washout on (B)(6) 2024. No devices were explanted during the washout procedure. Production records were reviewed for the devices in scope of this event, and no manufacturing abnormalities were observed. The devices remain implanted in the patient; therefore, device evaluation was not conducted. Ultimately, based on the available information, the root cause of the patient's alleged infection could not be determined.